Event description:
Customer reported a false positive cocaine result with their lateral flow drug screen test vs. Negative result when tested at a laboratory. Customer reported that a pt came in and an alere drug screen test was performed on (B)(6) 2013. Results were positive for cocaine, amphetamine, methamphetamine, opiates and benzodiazepines. The only thing negative was thc. The alere test was repeated with a new cartridge and results were the same. The pt denied use of these substances, so the same urine sample was sent to (B)(6) for confirmation and their results were not consistent with the alere results. (B)(6) results were negative for everything except thc was positive. Later that day, the same test was run on another pt with the same results. No confirmation testing provided.

Manufacturer narrative:
Investigation pending.